Manufacturer narrative:
The investigation was conducted with provided information and the reported issue was caused by a software coding error of the measurement ratio tool. Assessment of the software code determined the ratio was coded according to measurement order, rather than coded to the specified distance value. Per the code, the first performed distance measurement is always divided by the second distance measurement. Therefore, when a b-mode image distance is measured first, as in the customer complaints, the inverse ratio value is calculated and displayed. Based on the result of hre, the risk index 6.5 residual risk is 2a but the result of this risk was assessed as 1a. No CAPA was required. Severity of harm associated with this is a level [1], negligible injury. Probability of occurrence of harm is improbable [a]. Risk index [I] - generally acceptable, below risk acceptability threshold. The hre assesses the risk as acceptable for not providing a field provision of a corrective solution system, and that currently distributed redwood systems will continue to be able to manifest this defect. This issue was addressed in redwood va30a. Reference: (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
Strain imaging ei/b ratio is not calculated according to measurement labels. Using ei/b ratio for strain imaging, the d(b) measurement is 0.8cm, the d(e) measurement is 0.7cm. But the ei/b ratio is 1.25.